Manufacturer narrative:
Device evaluation: the device in question (11102cm, cmos video rhino-laryngoscope, 2.9 mm, sn (B)(6), manufactured 28-february-2022) was received by the manufacturing site in germany on 17-nov-2025 for investigation. Visual and functional test was carried out on the endoscope. The error description provided by the customer "no image" was confirmed, and further defects were detected: 2. Leak due to a cut in the angle cover. 2. Liquid inside the vertebrae. 3. Image missing after connecting the endoscope to the c-mac z8404 zx monitor (sn: (B)(6)), the image could not be displayed on the monitor. Upon further investigation, it was found that the angle cover was punctured and the vertebrae showed moisture damage. This allowed liquid to penetrate the endoscope and damage the imager, which resulted in image loss. The cause for the customer described problem is mechanical damage to the angle cover, which caused liquid damage to internal components. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "no image". No negative impact in state of health reported.